Event description:
It was reported that the customer had a weak battery alarm, as well as a low battery alarm. Customer's blood glucose level at the time 99mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit received with blank display due to severely corroded battery cap and tube. Unable to test for weak or low battery alarms due to blank display. Unit received with cracked case at display window corners, reservoir tube lip and lcd display window. Unit received with minor scratches on display window.